Manufacturer narrative:
Product code: dre. PMA/510(k): k141148.

Event description:
Per complaint form - all patients with the recommendation of cied (cardiovascular implantable electronic device) removal from (B)(6) 2012 to (B)(6) 2018 were included. All procedures were performed by the same cardiac surgeon. Simple retraction was attempted first and, if not successful, the evolution or the evolution rl mechanical sheaths by cook medical were used. Two patients died due to right atrium and superior vena cava tears during procedure.